Event description:
Customer reports an infusor containing 5fu and d5w to a volume of 48ml overinfused over 16 hours. The infusion occurred on a pt in the hosp. No further details available, customer reports no pt injury.